Event description:
A medtronic representative reported a site's damaged articulating arm. The site has previously received a replacement device. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm cancelled per site. Medtronic investigation of returned suspect vertek arm finds that it will not tighten at center pivot joint sufficiently to secure the arm in position. Hardware damaged internally at center pivot. Mechanical failure - malfunction - will not tighten.